Event description:
It was reported that during a lead implant procedure no sensing and low, out of range, low voltage lead impedance issue was observed on the atrial lead. An attempt was made to change the cables and channels however the lead was not functioning properly. Lead was removed and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of no sensing and low lead impedance was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.